Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes titanium elastic nail /unknown lot. Part and lot number are unknown; UDI number is unknown. The (510k): unknown, as specific part and lot numbers for titanium elastic nail is not provided. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: heare a. Et al. (2017), intramedullary implant choice and cost in the treatment of pediatric diaphyseal forearm fractures. Journal of orthopaedic trauma. Volume 31, pages 334-339. (USA). The purpose of this study was to determine whether there is a difference in outcome between 3 commonly used intramedullary implants: titanium elastic nails (tens), stainless steel elastic nails (sens), or kirschner (k) wires. Furthermore, this study aimed to elucidate whether a statistically significant cost difference exists between these implants. Between january 2004 and september 2014, a total of 100 younger than 18 years with diaphyseal forearm fractures were included in the study, of which 31 (22 male, 9 female with a mean age of 10.16+/-3.22 years) were implanted using unknown synthes tens. Patients were immobilized in a plaster splint or fiberglass cast until evidence of healing through radiographs and were followed up for a minimum of 4 months. Complications were reported as follows: two cases were reported with refracture. One case was reported for hardware removal postoperatively. Reason for revision was not specified. One case was reported with hardware prominence requiring revision surgery. This report is for an unknown synthes titanium elastic nail. This report is 1 of 1 for (B)(4).